Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. No further tests could be performed due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Event description:
Customer called to report cracks on the reservoir and battery compartments. Customer's blood glucose reading was 192 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.